Event description:
It was reported that the lead had experienced many mode switches, noise and oversensing was seen and had insulation failure. It was also noted that the patient had an increased artial rate. The device was programmed incorrectly so it was reprogrammed from dddr to mvp(r). The lead and device are still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.